Manufacturer narrative:
(B)(4). The correct aware date is 05/17/2022. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured" against left device. Healthcare professional additionally reported left side rupture. Healthcare professional additionally reported via imaging ¿1.2 cm oval enhancing mass¿ which is not device related. The device has been explanted and discarded.